Event description:
A report of a pt's pocket revision due to skin erosion was rec'd. The scs implantable pulse generator (ipg) was protruding through the skin and physician elected to replace the ipg. There is no infection observed at the ipg site.